Event description:
It was reported that during the procedure, the subject stent did not open properly and physician decided not to complete its opening and removed it from the patient anatomy. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Event description:
It was reported that during the procedure, the subject stent did not open properly and physician decided not to complete its opening and removed it from the patient anatomy. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
D4 gtin - corrected. D2a common device name - corrected. D2b product code - corrected. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the subject stent was returned in its deployed state, and the subject stent was noted to be deformed. There were some broken struts noted. The subject stent delivery wire (sdw) was returned within the microcatheter with the distal tip extended from the distal end of the microcatheter. There were no anomalies noted to the sdw or to the returned microcatheter. Functional test was not required as subject stent had been deployed, the sdw was able to be removed from the microcatheter without difficulty. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. It was reported that during the distal release, he observed that the subject device was not opened properly and chose not to complete its opening and removed it. He used another stent, without any problems. The subject stent was returned for analysis in a deployed condition. The deployed subject stent was damaged/deformed at the distal (open cell) end, and it was also broken/fractured at this end of the device. The subject stent delivery wire was also returned and was undamaged. The introducer sheath was not returned for analysis. It is not clear from the event description what happened to prevent the subject stent from being opening properly. It is possible that this was due to the severely tortuous anatomy or some unknown procedural factor(s). The as reported code stent partial deployment as well as the as analyzed codes stent deformed and stent broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.